Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 20217, the customer reported to have been discharged from the hospital on (B)(6) 2017 and the blood glucose issue had been resolved. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. A pump system check was performed. No device issue was found. The cannula was removed and no issues were identified. The customer's blood glucose (bg) level ranged from 402 to approximately 700 mg/dl and the ketone level was high. Corrective boluses were delivered to address the bg level. The customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with an intravenous insulin drip. The customer "did not think that the pump was working" for her.

Manufacturer narrative:
Tandem technical support reviewed the pump data and found that the customer had been using the cartridge for 4 or more days. No other unexpected alerts or alarms that appeared to be problematic. The cartridge instructions for use state: replace the cartridge every 72 hours if using novolog.